Event description:
I underwent repair of large right indirect inguinal hernia with high ligation and onlay mesh (lichtenstein repair) on (B)(6) 2008. A 3 by 6 mesh graft was used. Since the repair, I have had chronic pain on that side. Not only on the right side by the repair, but the pain will radiate down my right leg and seems to relate to gi distress. I have been to numerous doctors and have tried a variety of treatments and interventions without much relief. I did f/u with the surgeon again in 2010 who said he believed there may be entrapped nerves and he referred me to a reconstructive surgeon. I have been told there are entrapped nerves. There has been talk about the mesh being problematic.